Manufacturer narrative:
Media review: an image was reviewed by a boston scientific quality engineer. The provided image shows evidence of a leak. However, the cause of the leak was not able to be determined from the provided image.

Event description:
It was reported that a faradrive steerable sheath that was selected for use for a pulse field ablation procedure exhibited a leak. When the physician inserted a non-boston scientific mapping catheter to pre-map and during aspirating and flushing the sheath, it was noticed that the hemostatic valve was leaking. The sheath was replaced before finishing the pre-map, and the procedure was completed successfully without patient complications. The sheath was not returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath that was selected for use for a pulse field ablation procedure exhibited a leak. When the physician inserted a non-boston scientific mapping catheter to pre-map and during aspirating and flushing the sheath, it was noticed that the hemostatic valve was leaking. The sheath was replaced before finishing the pre-map, and the procedure was completed successfully without patient complications. The sheath is not expected to be returned as it was disposed.